Manufacturer narrative:
Results: the ruby coil was kinked approximately 5.0 cm and 129.0 cm from the proximal end. Conclusion: evaluation of the returned ruby coil confirmed that the pusher assembly was kinked in two locations along its body. This type of damage can occur if the device is forcefully retracted at extreme angles from its packaging hoop. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that a ruby coil pusher assembly was bent upon removal from its dispenser hoop. The damaged ruby coil was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new ruby coil.